Event description:
It was reported that the 6800 system is slow to boot and would not fluoro during a case. System was rebooted and case continued. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjustment made to 5vdc power. Adjusted voltage to 5.2vdc for new processor. The system was tested and found to be working as intended and placed back into service.